Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d9; g3; h2; h3; h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: worn out video connector latch causing intermittent and unstable image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty patient board set. The most probable case was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a black screen when 3 different cords and scopes were plugged in. The issue was identified during set up / inspection for use. There were no reports of patient involvement.